Manufacturer narrative:
Additional information was provided and is available in: section d11 (concomitant medical products): unknown guidewire, unknown 6 french sheath, unknown bentson wire. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, an unspecified period of time after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury, damage, including but not limited to: dvt, failed removal of filter due to thrombus in filter and filter embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted prior to gastric bypass surgery. The preoperative diagnosis was morbid obesity. Venacavogram was carried out that demonstrated wide patency with the renal veins identified. The filter was then introduced and deployed at the l3-l4 level in the upright position. Completion venacavogram showed the filter to be correctly placed with good flow through the veins being demonstrated. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 4 years 3 months post implantation. The patient reports filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. Approximately 4 years 3 months post implantation, patient underwent an attempted but unsuccessful percutaneous removal procedure.

Manufacturer narrative:
It was reported that after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury, damage, including but not limited to, deep vein thrombosis (dvt), failed removal of filter due to thrombus in filter and filter embedment. The patient reportedly became aware of the events approximately four years and three months post implant. The patient reports that the filter is embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. The indication for the filter was prior to gastric bypass surgery for morbid obesity and a family history of pulmonary emboli and deep vein thrombosis. The filter was placed via the right femoral vein and deployed in the upright position at the l3-l4 level. Completion venacavogram showed the filter to be correctly placed with good flow through the veins being demonstrated. The patient is reported to have tolerated the procedure well. Approximately four years and three months post implant, the patient underwent an attempted but unsuccessful percutaneous removal. Details of the procedure have not been provided. The patient has also reported becoming aware of filter tilt. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and thrombosis within the inferior vena cava and/or the filter and surrounding vasculature do not represent a device malfunction. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Without the procedural details of the device retrieval, it is not possible to ascertain what might have contributed to the reported retrieval difficulty. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Without imaging available for review filter tilt could not be confirmed. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, an unspecified period of time after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury, damage, including but not limited to: deep vein thrombosis (dvt), failed removal of filter due to thrombus in filter and filter embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted prior to gastric bypass surgery. The preoperative diagnosis was morbid obesity. Venacavogram was carried out that demonstrated wide patency with the renal veins identified. The filter was then introduced and deployed at the l3-l4 level in the upright position. Completion venacavogram showed the filter to be correctly placed with good flow through the veins being demonstrated. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and three months post implantation. The patient reports filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. Approximately four years and three months post implantation, the patient underwent an attempted but unsuccessful percutaneous removal procedure. According to the information received in the redacted-amended patient profile form (ppf), the patient additionally reports becoming aware of tilting of the filter.

Manufacturer narrative:
Complaint conclusion: it was reported that after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury, damage, including but not limited to, deep vein thrombosis (dvt), failed removal of filter due to thrombus in filter and filter embedment. The patient reportedly became aware of the events approximately 4 years 3 months post implantation. The patient reports that the filter is embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. The indication for the filter was prior to gastric bypass surgery for morbid obesity and a family history of pulmonary emboli and deep vein thrombosis. The filter was placed via the right femoral vein and deployed in the upright position at the l3-l4 level. Completion venacavogram showed the filter to be correctly placed with good flow through the veins being demonstrated. The patient is reported to have tolerated the procedure well. Approximately 4 years 3 months post implantation, patient underwent an attempted but unsuccessful percutaneous removal, details of the procedure have not been provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and thrombosis within the inferior vena cava and/or the filter and surrounding vasculature do not represent a device malfunction. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Without the procedural details of the device retrieval it is not possible to ascertain what might have contributed to the reported retrieval difficulty. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. It was reported that after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury, damage, including but not limited to: deep vein thrombosis (dvt), failed removal of filter due to thrombus in filter and filter embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and thrombosis within the inferior vena cava and/or the filter and surrounding vasculature do not represent a device malfunction. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Without the procedural details of the device retrieval it is not possible to ascertain what might have contributed to the reported retrieval difficulty. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, an unspecified period of time after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury, damage, including but not limited to: dvt, failed removal of filter due to thrombus in filter and filter embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.